Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) experienced an electrical reset upon device interrogation after the programmer had been updated with new software. No issues were noted with the device and it remains in use. No patient complications have been reported as a result of this event.